Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has not yet been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 4007 laser console was used in a laser ureter lithotripsy procedure performed in the ureter for a medium stone on (B)(6) 2020. According to the complainant, during the procedure, the foot pedal was damaged. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.